Event description:
It was reported that the patient with this implantable pacemaker experienced a heart rate dropping at 30 beats per minute (bpm). Boston scientific technical services (ts) referred the patient to clinic. At this time, this pacemaker remains in service. No adverse patient effects were reported.